Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's blood glucose ranged from 342 mg/dl to a reading of "high" on the continuous glucose monitor. A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support (cts), customer reported that air bubbles were observed in the infusion set tubing. Cts guided the customer through priming the air bubbles out to resolve the issue.